Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00120. Onsite investigation by a spacelabs field service engineer (fse) confirmed the product worked to specifications. A piece of tape was noted to be attached to the device touchscreen; once the tape was removed, the touchscreen passed calibration. The service logs were reviewed and no failures found. No parts were replaced. The unit was returned to service after passing all tests performed by the fse. There was no malfunction. This report is considered final and the issue closed.

Manufacturer narrative:
On site investigation by a spacelabs field service engineer (fse) confirmed the product worked to specifications. A piece of tape was noted to be attached to the device touchscreen; once the tape was removed, the touchscreen passed calibration. The service logs were reviewed and no failures found. No parts were replaced. The unit was returned to service after passing all tests performed by the fse. There was no malfunction. This report is considered final and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00120, that mistakenly identified the manufacturer report number and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that touchscreen, ¿trim¿ knob and power button would not work during a case on (B)(6) 2015. No one was injured as the result of this event.